Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vena cava filter deployment, upon deployment the filter limbs did not fully expand; therefore, the filter was captured and retrieved successfully without incident. A new filter was prepped and deployed successfully. There was no reported pt injury.